Event description:
It was reported that post-procedure, a patient didn't comply with arm restrictions. The patient's right atrial (ra) lead had loss of capture. An x-ray confirmed that the ra lead was dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Electrical, mechanical, and visual analysis was normal with no anomalies found.